Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. At the time of intervention the diameter of the aorta at the renal arteries was 5.6mm x 5.8mm. The length of the proximal neck was 10mm. The degree of angulation was noted as none to mild. It was reported that the patient presented in the emergency room with severe back pain. A CT and angiogram revealed that there was a migration of the stent graft with a type ia endoleak. The physician stated that the cause of the event could not be determined. Two 28x28x49 endurant cuffs were implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.